Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022 . On (B)(6) 2022 , it was reported that the patient experienced inaccurate cgm values. The event occurred 3 days after sensor insertion on the abdomen. The cgm value was 200 mg/dl but the bg finger stick value was 600 mg/dl. No symptoms were specified. She was admitted to the hospital for diabetic ketoacidosis and treatment included IV insulin. At the time of the report, although the patient remained in the hospital, her condition had improved. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.